Event description:
It was stated that the pump gave alarm sounds without displaying an alarm. The error occurred during routine device reprocessing between operations there was unknown patient involvement.

Manufacturer narrative:
H3: one device was returned for repair in used condition. The entire device is slightly worn. The device has been in before for repair related to the customer stated problem. Error history log shows "upstream occlusion," "sensor mismatch," and "no disposable" messages. The primary problem was confirmed. The cause of the problem is unknown. The downstream occlusion (dso) sensor will be replaced.